Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical corporation. During the investigation it was noted that the device logs were reviewed and there were no unexpected power offs or resets recorded and there were no low battery entries or power related errors. The device passed all testing, and the reported issue was unable to be duplicated. The claim will be closed as no fault found. No emerging trend based on similar reports.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.